Manufacturer narrative:
No direct allegation was made against any specific reline device; the products were removed, washed, and reimplanted as a precaution and to aid in debridement of the surrounding tissue. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. A review of device manufacturing records was performed and no discrepancies were found. A definitive root cause was unable to be determined with the information provided but is likely the result of a hospital acquired infection derived from the hospitalization of the patient ten (10) days after the initial procedure. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...single use/do not re-use: reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure, material degradation, potential leachables, and transmission of infectious agents..." "...packaging: all implants provided non-sterile are single use and should be sterilized per instructions provided below..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial six (6) level posterior fixation procedure at t10 to l4. Subsequently, it was noted that the patient was hospitalized for an unknown reason following the initial procedure. Approximately ten (10) days postoperatively, bloodwork obtained in the hospital revealed an increase in the patient's c-reactive protein (crp) levels. A revision procedure was performed approximately three (3) weeks postoperatively where the infected tissue was debrided and the cross connectors, rod-rod connectors, and rods were removed, washed, and reinstalled, and antibiotics were administered. The infectious organism was identified as methicillin-resistant staphylococcus aureus (mrsa). As the patient had not been discharged in the time following the initial implantation, the likely source of the infection was noted to be nosocomial. No further patient impact was reported. No additional information was made available.